Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a bicuspid aortic valve and a horizontal anatomy with an aortic valve angle of 60 degrees. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 28mm, non-abbott balloon but with reduced volume by not exceeding the perimeter diameter. During the procedure, valve was positioned at the base of the pigtail catheter and deployment was initiated. On 80 percent, it was assessed that the valve to be in a lower position, so it was recaptured. On the second attempt, rapid pacing was performed at 120 beats per minute (bpm) to improve stability. However, upon reaching 80% deployment again, the valve remained in a low position, so it was recaptured and repositioned using the same technique, but it was unsuccessful. The implanter decided to recapture, at this maneuver, the patient developed cardiopulmonary arrest (cpa), and cardiopulmonary resuscitation (CPR) was immediately initiated. With the valve still at approximately 80% deployment, ds was retracted into the descending aorta and attempted again to recapture the valve. At that moment, a gap was observed between the tip of the nosecone and the capsule, preventing complete recapture of the valve and the gap remained. The system was then removed without vascular complications. After return of spontaneous circulation and initiation of vasoactive drugs, a new 35 mm navitor vision valve was prepared. Under rapid pacing at 160 bpm, the valve was able to be implanted at a depth of 3-4mm using a slow and controlled deployment. Final gradient was 2mmhg; no leak was observed. The patient did not remain hemodynamically stable throughout the procedure. Post-op, the patient showed clinical improvement, though the current status is unknown.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.